Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not go into the balloon, and the inflation funnel ballooned after insertion.

Manufacturer narrative:
Received 1 used catheter for evaluation. The exterior of the sample was visually inspected and did not find anything to contribute to the reported event. Per the functional evaluation, the balloon was inflated with 10cc water and it was found that the balloon inflated easily. The reported event was unable to be duplicated. Therefore the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not go into the balloon, and the inflation funnel ballooned after insertion.